Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was tested per the IFU. The device was run on a stockert console with the following results; the console was set to 3500 rpm's, the back pressure of the pump was adjusted to approximately 480 mmhg the flow rate was greater than 8 lpm. Reason for return was not confirmed for flow issues. Conclusion: the reason for return was not confirmed. The root cause of the issue could not be determined. There were no adverse patient effects. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity pump adapter, after 7-10 minutes on bypass, the perfusionist noted that the patient's arterial blood flow was decreasing. The physician began to increase rpms to no avail. They maxed out the rpms, but could only flow 3 lpms. Since the patient was stable and the cross clamp had not been placed, the decision was made to discontinue cardiopulmonary bypass (cpb) and change out the entire circuit. They had a back up pump set up so this was done in a matter of minutes. They re-initiated cpb and performed the operation without incident. There were no adverse patient effects. Additional information from the sales rep: this pack was setup and primed as usual with no issues noted. The case was a redo CABG. Perfusionist initiated cpb and stayed warm while the surgeon took down adhesions to prepare for the operation. The customer is not sure if there was an issue with the ap40. They asked that the ap40 be sent and inspected. The issue was an inability to flow and they aren¿t sure if this was because something in the oxygenator was prohibiting flow or if the ap40 was not moving volume correctly. This ap40 was being run on a terumo system one hlm with adapter plate. The circuit was reviewed to determine there were no clamped lines. The sales rep is not sure about pressures and following up with the perfusionist but arterial flow would not go higher than 3.2 lpm. The target flow was 5.5 lpm. The system one hlm was maxed out on rpms at 3500. The circuit was primed for ~1 hour. No fibrin/thrombus/clots were observed. Nahco3 and mannitol were used. The patient had not previously been on heparin or other anti-coagulant therapy post membrane arterial pressure was measured. Since this incident they measure pre and post membrane pressures.